Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had an error message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device exhibited a software error. The customer was provided with a replacement ECG cable. Based on the information available, the cause of the reported problem was a ECG cable failure. The reported problem was confirmed. The customer was provided a replacement ECG cable to resolve the issue. It has been concluded that no further action is required at this time.